Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluids were infusing at 2ml/hr, the central line was flushed and the blue rubber piston popped out of the t-site with 2 different sets causing them to leak. The third set functioned properly. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the valve piston ¿popping out¿ was not confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Functional testing resulted in no leaking or dislodging of the valve piston. The cause of the piston becoming dislodged was not determined.